Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported site irritation requiring antibiotic cream. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported irritation, redness, and clear fluid oozing from pod site where adhesive came in contact with skin. Patient was prescribed mupirocin antibiotic cream to treat affected areas. No blood glucose levels provided. No specific pod site for noted this reported case.